Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump reset unexpectedly. There was no impact to the customer's blood glucose level. It was indicated that the customer would change supplies and resume insulin delivery.